Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15578. It was reported that prior to the explant procedure, the device was noticed to be eroding through the patient's skin. The device and leads were explanted. After removing the right ventricular lead, the patient's blood pressure decreased quickly. A large effusion caused by cardiac perforation with the right ventricular lead had formed. The patient was quickly stabilized and the perforation was closed. A new system was placed and the patient was stable following the procedure.